Event description:
A physician reported that her pt was found to have a perforation of the fallopian tube - due to an essure micro-insert - on the essure confirmation test 3 months following the essure procedure. The physician reported that it was necessary to remove the micro-insert laparoscopically. The physician reported that the pt was asymptomatic prior to removal of the micro-insert and was doing well following removal.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.